Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. The main component of the system. Other relevant device(s) are: product ID: enveor-us, serial/lot: (B)(4), use by date: 2018-08-22, UDI: (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned above the annulus. During removal of the delivery catheter system (dcs), the nose cone of the dcs became stuck in the valve struts and dislodged the valve into the ascending aorta. A second transcatheter bioprosthetic valve was attempted to be implanted valve-in-valve with a second dcs. The second valve was recaptured, unable to deploy, and was withdrawn from the body. A third transcatheter bioprosthetic valve, was successfully implanted in the aortic annulus with a third dcs. The patient was reported to be stable after successful valve implant.